Manufacturer narrative:
The device was not returned to saluda for analysis. The root cause of the reported inadequate pain relief cannot be definitively determined. The evoke scs system was confirmed to be operating as intended prior to explant. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include inadequate pain relief following system implantation and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system requested a system explant due to inadequate pain relief. The patient had been implanted for 13 months. The saluda representative confirmed that while implanted, multiple attempts to troubleshoot and program the patient¿s device were completed. The evoke scs system was confirmed to be operating as intended. The patient¿s physician advised that the patient may not be an appropriate candidate for the evoke scs system, citing the patient¿s preexisting mental health disorder and opioid addiction.